Manufacturer narrative:
The account reports that there is no issue with bed. The account tested the bed with weight in bed and the pt position module set and alarmed in all modes. The account stated the issue was due to user error.

Event description:
The account alleges that two of the bed exit modes will not set. No pt impact.